Event description:
Uac broke at hub while weighing baby. The catheter was routinely removed and was not replaced. There was no pt impact.

Manufacturer narrative:
There was no evidence that the event was related to a device defect. (B)(4) and its independent expert clinical advisors believes their user malfunction is not likely to result in a serious injury or other significant adverse event consequence if it were to recur. Product not returned.